Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had experienced inflation issues with an inflatable penile prosthesis (ipp) for two years leading to a replacement surgery. During the procedure, it was noted that the outer layer of the cylinders had separated, and the inner dacron layer had fused with the corporal tissue. After removing the remnants of the cylinders, a new ipp was implanted. There were no further patient complications.